Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections d10 and h3, and to provide the completed investigation results. It was initially reported that the actual device was available for evaluation; however, the user facility confirmed the actual sample was not available. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. The doctor was performing a left heart catheterization and there was no issue with accessing with a 6fr st. Jude sheath. When he tried to insert the 6fr vip he had difficulty getting the sheath and arteriotomy locator into the body and it was causing the patient a lot of pain, so he opened a new angio-seal and it went into the body a lot easier. The estimated blood loss was less than 250cc. The patient's condition was stable. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received 13jul2020. Hemostasis was achieved with the second angio-seal device.